Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrode was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified, but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
A (B)(4) distributor contacted zoll customer support to report that a (B)(6) pt's electrode belt had a damaged cable. The pt was issued a replacement electrode belt.